Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 to the lower abdomen using cool max, the flank area using coolcurve plus, and to the back bulge/back fat/bra fat using coolcurve plus. On (B)(6)2016 to the lower abdomen using coolcore and to the posterior flanks and posterior bra fat using coolcurve plus. On (B)(6) /2016 to the right posterior bra fat using coolcurve plus and to the upper abdomen using coolcore. On (B)(6) 2016 to the upper abdomen using cooladvantage and on (B)(6)2017 to the anterior flanks using cool advantage, curve who developed paradoxical hyperplasia (pah/ph) of the upper abdomen, lower abdomen, left and right flanks and left and right posterior bra fat after treatment diagnosed on (B)(6) 2018. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Recall number: z-1347-2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 to the lower abdomen using cool max, the flank area using coolcurve plus, and to the back bulge/back fat/bra fat using coolcurve plus. On (B)(6)2016 to the lower abdomen using coolcore and to the posterior flanks and posterior bra fat using coolcurve plus. On (B)(6)2016 to the right posterior bra fat using coolcurve plus and to the upper abdomen using coolcore. On (B)(6)2016 to the upper abdomen using cooladvantage and on (B)(6)2017 to the anterior flanks using cool advantage, curve who developed paradoxical hyperplasia (pah/ph) of the upper abdomen, lower abdomen, left and right flanks and left and right posterior bra fat after treatment diagnosed on (B)(6)2018. (B)(6).